Event description:
It was reported that during implant the right ventricular (rv) lead had high impedance and it was still present after connection of the lead to the device. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, all insulators were breached cut, there was blood in/on the helix mechanism, and the lead was damaged at implant.